Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the fin-lock glenoid trial broke during surgery. The peg broke off and was retrieved. All the parts were recovered and an x-ray was taken to assure no parts left in the patient. No patient injury, no surgical delay.

Manufacturer narrative:
The fin-lock glenoid trial was returned for evaluation. DHR review: a review of the lot records was performed and found no indications of issues or problems which could have contributed to the alleged complaint. Failure analysis: the part was returned for evaluation. Visual examination of the part identified that the center peg was broken off. The broken peg was included with the shipment. Examination of the broken surfaces identified plastic deformation originating from one point where the peg attached to the trial, indicating that the peg was most likely broken off by a bending force. The failure was confirmed. Root cause: evaluation of the returned part confirmed that the most likely cause for the instrument breakage was excessive force applied to the center peg such as by prying during removal. As the instrument was manufactured in 2016, a contributing cause was the age of the instrument.

Event description:
N/a.